Manufacturer narrative:
The glenoid failure reported may be the result of glenoid loosening. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices remain implanted and no images or radiographs were provided. H6: corrected health effect, component and investigation clinical codes.

Event description:
Approximately 12 year(s), 1 month(s) and 24 day(s) post-operative of an initial left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient was pulled by her dog while holding a leash. The patient was examined through CT scan that revealed some lysis around the inferior pegs. Patient will be observed. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and unlikely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.